Manufacturer narrative:
Instrument logs were evaluated as part of the investigation of this complaint. The instrument logs show that: the configuration of the reagent stations and the final reagent thresholds are identical to the manufacturer recommendations. The reagent change thresholds, reagent management parameters and configuration of the validated protocol used to process tissue samples in the run exhibiting sub-optimal processing were similar, but not identical, to the manufacturer recommendations. However, the differences identified were not considered to have either caused or contributed to the sub-optimal tissue processing reported. Information displayed to the operator indicated that a protocol(s) could not be scheduled because the final number of cassettes processed threshold had been exceeded for reagent stations 3-10 (ethanol) inclusive. In response, the operator changed the calculated concentration value for each of these stations using the software only without actually replacing the reagent in the bottles, which was an incorrect action. Bottles 7 and 8 (ethanol) were subsequently removed from the corresponding bottle sensor for insufficient time to correctly complete the reagent replacement process and the station properties were then reset. Bottle 8 was subsequently used for the final dehydrant step in the run exhibiting sub-optimal processing, and the logs show that the actual ethanol concentration is 98%. As a consequence, water would be re-introduced into the tissue leading to contamination of reagents and wax used in succeeding processing steps resulting in the sub-optimal tissue processing reported.

Event description:
On (B)(6) 2011, leica microsystems received a complaint from tissupath regarding sub-optimal tissue processing from a protocol run on (B)(6) using peloris tissue processor serial number (B)(4). On (B)(6) 2011, leica microsystems received information that all samples processed in the run exhibiting sub-optimal tissue processing were able to be reported.